Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 452 mg/dl. Customer was treated with manual injection. Customer was not using auto mode feature. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubbles and leak. Customer stated that the cannula was damaged. Customer stated that the insulin pump passed displacement test and high pressure test. The insulin pump will not be returned for the analysis.